Event description:
It was reported, that the distal end of a bronchovideoscope was burnt. The issue occurred during preparation for use for an unspecified procedure. It was noted that the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of burnt distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, a definitive root cause could not be determined. User may detect the suggested event by handling the device in accordance with the following IFU. Bf type 260 series operation manual chapter 3 ¿preparation and inspection". IFU states about warning when using high-energy endo therapy accessories as follows: bf type 260 series operation manual chapter 4 operation 4.2 ¿using endo-therapy accessories¿. Olympus will continue to monitor field performance for this device.